Event description:
The customer removed an instrument needle and placed it on the bench top without placing the safety cover over it as instructed in the operators guide. The customer then accidently put her hand on the needle and it punctured the skin. The customer underwent a disease prophylaxis procedure as a result of the incident. There was no report of adverse health consequences due to this event.

Manufacturer narrative:
Analysis of the information provided indicates that the cause for the incident was directly related to the failure of the user to follow documented procedures for removal of the instrument needle. The instrument is performing within specifications. No further evaluation of the device is required.